Event description:
Additional medical records were obtained and continue to indicate that all lead impedance measurements recorded by the providers were normal and that no surgical interventions have taken place related to the patient's lead.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2004. System diagnostics results revealed high impedance (dc dc - 7). No patient adverse events were reported. Impedance measurements were within normal limits on subsequent tests on (B)(6) 2004 and with replacement pulse generators with the same lead. No known surgical interventions for the patient's lead have occurred to date.

Event description:
Medical records were obtained from the hospital which performed each of the patient's vns device surgeries. There is no indication of high lead impedance or any lead replacement procedure taking place.